Event description:
A customer reported that during cataract surgery multiple ophthalmic blades were dull and would not cut. No patient harm was reported, however it extended the time to complete each surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One unopened knife, in blister was received for the report of dull blades. Sample was visually inspected and found to be conforming. Function penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore a dull knives as described in the complaint were not confirmed. Video provided confirmed the reported issue, however, since the actual complaint samples were not returned for evaluation, a root cause cannot be determined for the complaint as described by the customer. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).